Event description:
It was reported to boston scientific corporation that a prolieve thermodilitation system kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the physician was unable to place the catheter into the patient as the prolieve catheter tip folded over. The physician aborted the procedure. There were no complications and the patient's condition was reported as fine.

Manufacturer narrative:
Visual examination revealed that the returned prolieve catheter tip was missing and blunted at the tangent point. No other visible signs of damage or other imperfections. During functional analysis the anchoring balloon fills, no leaks were observed and the balloon remained inflated. The compression balloon filled, the pressure was maintained and no leaks were observed. The anchoring balloon completely deflated using a syringe. A guidewire was easily placed in the correct channel without force. The reported complaint of prolieve catheter placement issue and prolieve catheter tip folding over was confirmed as the tip was removed to prevent buckling.

Event description:
During the prolieve treatment procedure the physician was unable to get the catheter into the patient, the tip folded. The case was aborted.